Event description:
The customer reported the stenoscop had a broken plastic cover on the interconnect cable. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the plastic cover. The system operates as intended.